Event description:
The customer reported that the insulin pump alarmed and insulin squirted out while changing his infusion set. The blood glucose was 180mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, scratched reservoir tube lip window, lcd window and case.